Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela blender module ii, and evaluated the device. An evaluation of the component did not duplicate the reported issue. The component functioned as designed and no failure was detected. If additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "o2 sensor" while the device was on a patient. The customer tried to calibrate the unit and could not complete the calibration. The patient was changed to another ventilator and there was no harm to the patient.